Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. On an unreported date, the patient was hospitalized for the event and treated with unspecified cephalosporin (intraperitoneally, dose and frequency not reported). Pd therapy was ongoing during the treatment. At the time of this report, hospitalization was ongoing and the patient had not recovered. Additional information is not available.